Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Confirmed rapid battery voltage drop in (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a sudden battery voltage drop which caused the device to suddenly go to end of service (eos). Immediate changeout was recommended. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.